Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that for a long time the patient noticed that their implant was hurting them all the time. Patient said it seemed like the ins turned inside of their body. Patient said if they sit up in a chair or when they lay down on their back it hurts. Any sort of pressure on that area is painful. The patient said before that they were having pain with stimulation sensation so they turned their stimulation down but then their bladder wasn't working right and they were urinating like before the implant. Patient denied any falls/trauma. Patient said shortly after the surgery they noticed the ins was already turning and when they went to their pcp about 5 days ago and the pcp said that it didn't look like the implant was put in right. Now the patient is trying to turn their therapy off to see if that had any effect and they were getting 'device not found'. Patient confirmed they were trying to use communicator while plugged into power source. Ps walked the patient through connecting their communicator to their implant and the patient was not able to successfully connect. Patient had blue side of communicator against skin, placed communicator both vertically and horizontally, pressed communicator very firmly on skin, patient could feel implant but not flat to the surface. The troubleshooting steps that were taken on the call did not resolve the issue. Redirected patient to hcp to check components and discuss removal. Patient's relevant medical history included the patient had "certain stuff" removed, almost a hysterectomy where they "pull it up" and put a bladder mesh in shortly after the ins surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.